Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed an infected burn-like rash under the device. There is no indication of a device malfunction that caused or contributed to the reported irritation. The patient's doctor advised the patient to remove the device and to use neosporin on the irritation. The patient's medical condition is unknown at this time.